Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency patient reported that when they are not connected, their bladder was filling and they lost effectiveness. Patient also reported that they could not go above .2v and that "they" was a message stating that the patient had reached their max settings. No further complications were noted or anticipated.